Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a longevity estimate that was lower than expected. It was noted that the pacemaker was implanted for less than a year and was estimating a longevity of two to three years remaining. The pacemaker's longevity was calculated with the programmed parameters and pacing percentages and it was indicated to have eight years remaining until elective replacement indicator (eri). The high current drain cannot be explained with the programmed parameters. No interventions were made at this time. The patient was stable.